Event description:
Account said the caster moves, when the brake is on wheels do not move, but the caster stem does.

Manufacturer narrative:
The tech found the caster stem was worn-out, causing stem to move. He replaced all 4 casters to resolve the issue.